Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Customer reported the pump fed too slow. Issue was found during testing. Pump was set to infuse 75ml at 125ml/hr. The customer does not know the exact amount the pump delivered but it was under 67.5ml. The test ran for 36 minutes. They used a new kangaroo epump 1000ml bag with sterile water. Item code and lot number are not known.

Manufacturer narrative:
To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.